Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) found a heavily melted white plastic connector on the pre-trigger pump inlet tubing, which was causing leaking pre-trigger. The fse further indicated there was no liquid to transfer from the pump to the manifold. The fse replaced the connector pre-trigger pump inlet tubing to resolve the issue. Tracking and trending identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate. Based on the investigation, the cause of the (B)(6) result was thought to be caused by the melted and leaking pre-trigger pump inlet tubing connector.

Event description:
The customer stated an architect i2000sr analyzer generated (B)(6) results for one patient sample. Daily quality controls were in range, but the architect i2000sr generated many rlu read error messages prior to running the specimen in question. Only 34 of 89 samples ran to completion. The architect analyzer generated a (B)(6) result of 0.07 s/co for the patient sample, but generated error messages for (B)(6) and (B)(6) tests that had been ordered on the same specimen. The (B)(6) and (B)(6) tests were run without incident on a second analyzer. The patient sample was confirmed to be (B)(6) by (B)(6). The patient had a history of (B)(6) tests, and there was no adverse impact to patient management reported.